Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarms or motor error alarms were noted. Device was programmed with correct time and date. Device was monitored for 3 days. During this time several bolus were programmed and delivered. All bolus delivered were properly recorded at the bolus history and daily totals history screens. No bolus anomaly or bolus history anomaly noted. Device received with scratched lcd window. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 454 mg/dl. Customer had changed the infusion set and the device was still alarming no delivery alarms. Customer's blood glucose at time of call was 66 mg/dl. Customer had gone through the airport scanner with the device on. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.